Event description:
Healthcare professional (hcp) reports two pt reactions with the psn membrane. Both incidents occurred on the same pt. The first incident occurred on 12/24/99 approximately 1.5 hours into the hemodialysis treatment. The pt experienced shaking, chills, chest pressure and developed a temperature of 101 degrees. No medical intervention provided, and the treatment was completed without incident. No symptoms were noted prior to the dialysis treatment. The second incident occurred on 12/26/99 approximately 1 hour into the treatment. The pt experienced shaking, chills, and chest pressure. The treatment was discontinued at the time of this incident and resumed with a polysulfone membrane. The treatment was completed without incident.